Event description:
When the temperature probe is used, the temperature sensor disconnects from the cable. The faulty temperature probes were used to measure the temperature of the esophagus during narcosis respiration. One of the sensors slid into the trachea and could only be removed with a bronchoscope. After getting the pt's statement, the cleaning procedure was conducted according to regulations.